Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, which located on 18sw.the customer stated that this malfunction caused a delay in dispensing medication to patients.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(4) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that all drawers were not detected on the bus. A field service engineer (fse) turned on the network firewalls, performed hard reset and then turned off the firewall and hard reset again so that network was able to search for dynamic host configuration protocol server. Fse confirmed that all drawers were back online and detected on bus. The system functioned as intended after the field service engineer repaired the device.